Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430 mg/dl. The customer treated his high blood glucose with a bolus. Customer's current blood glucose 403 mg/dl. The customer stated the infusion set cannula was bent. We did not complete the high blood glucose troubleshooting because the customer stated that the bent cannula is what caused his high blood glucose. The product was not returned for analysis.